Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The eccentric, de novo, target lesion with >45 degree bend was located in the severely calcified and severely tortuous right coronary artery. A 20 x 3.50mm rebel stent was advanced to treat the lesion, however, severe resistance was encountered. When the device was removed, it was found that the stent had dislodged from the balloon delivery system. The device was replaced with another of the same device and the procedure was completed with post-dilatation. No patient complications were reported and the patient's status was stable.